Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected non-fasting blood glucose test result range is 90mg/dl -140 mg/dl. The blood glucose testing is performed by the customer three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer state is pregnant and the doctor instructed to test at least one hour after eating. The customer have not had any recent changes in diet, medication, or exercise. The customer is comparing the blood glucose test results from truetrack meter to alternate meter; and observed 30 mg/dl higher readings with truetrack meter but actual results are not provided. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.